Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device." The complaint can be confirmed since the patient was treated for hematoma per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. Patient height- 168 cm. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that using the angio-seal device, hemostasis was successfully achieved. In the morning of the following day, the patient was released from resting after no bleeding was confirmed on the puncture site. Past noon, when the patient stood up, discomfort was felt, and an echo revealed that a hematoma occurred. The physician applied manual compression, and hemostasis was successfully achieved. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. It was a right femoral artery puncture. The patient was reported to be recovering. A computerized tomography (CT) was not performed to diagnose the bleed.